Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 02/27/2026. The occurrence was originally reported to amt on 02/23/2026 by the same initial reporter. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was able to confirm the reported complaint that there was leakage from the device. A small amount of residue was found in the one-way duckbill valve, preventing it from fully closing. Once the residue was removed by flushing the valve no longer leaked. Recent trending data shows no anomalies in reported failures from the field. A device history review found no similar complaints have been reported for the same manufacturing batch. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint # (B)(4).

Event description:
Per the original reporter in medsun report #: (B)(4), it was reported that, "we did a g-tube exchange because the g-tube that was previously placed on [redacted] per md was malfunctioned and had a leak in the middle of the tube, causing leakage".